Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular lead. An x-ray showed the lead was dislodged. The lead was explanted when repositioning was not successful. The patient was in stable condition.